Event description:
Impedance >2000 ohms (impedance spikes).

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Type of device is implantable tachy lead, model is 6947. Evaluation summary: the actual device was not received for evaluation. However, we did receive performance data collected from the device. Analysis of the data indicates high impedance.